Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device is implanted in patient.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4. During the procedure, a pod4 coil was advanced into the gda. Upon deployment, the pod4 coil would not bunch and continued advancing straight into the artery. After multiple attempts, the physician elected to withdraw the pod4 into the microcatheter. Upon withdrawal, the pod4 coil unintentionally detached in the target artery with a piece of the pod4 coil herniating into the hepatic artery. There is no report of an adverse effect on the patient.